Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the steps taken to resolve the stimulation issues included them resetting all the settings due to a knee replacement. The stimulation issues had been resolved with the help of a manufacturer representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that stimulation seemed to turn off by itself and that he needed adaptive stimulation adjusted. The patient stated it seemed to kick on and off by itself, it seemed to turn up and down. The patient wanted a manufacturer representative to be present at his appointment on (B)(6) 2017. The indication for use was spinal pain.